Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident it was 534 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with manual injection. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The insulin pump passed the displacement test. The insulin pump will not be returned for analysis.